Manufacturer narrative:
As received, a complete lead was returned for analysis. The associated sub selector catheter was not returned with the lead. Visual and x-ray inspection of the lead did not find any anomalies. The double bend was measured within product specification. An insertion test was performed using a sample cps catheter and guidewire. The lead was able to be fully inserted / removed successfully with no resistance.

Event description:
During the initial implant procedure, the left ventricular (lv) lead was not able to pass through the catheter due to traces of blood inside the catheter. Attempts to maneuver and flush the catheter were attempted and the lv was unable to be inserted in the catheter. A new lv was selected and successfully implanted with the original catheter. The patient was stable and there were no consequences.